Event description:
Customer reportedly received result of 375 mg/dl on the compact system and 180 mg/dl on professional's device within 10 minutes. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.